Event description:
The end user sent an email to retailer and reported about one defective barrier having sharp points (saw blade) on outside edge, towards body side of mass, which were not covered by wax. This caused bleeding to occur on skin surface, about a drop or 2 which subsided on own and with use of band aid. The cause of any leakage from device was unknown. The patient had used the same product before. He no longer had the box top in order to verify lot number. No photo is available at this time.

Manufacturer narrative:
Patient name: (B)(6), patient phone number : (B)(6), retailer's name: liberator medical. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4)